Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not charge the pump with their tandem usb cable. There was no impact to the customer's blood glucose levels. Customer charged pump with non-tandem cable successfully. A replacement usb cable was sent to the customer.